Event description:
It was reported that pump screen was dark and would not turn on even when caller attempted to wake pump and remove it from case. There was no adverse impact to the customer¿s blood glucose level. Caller followed technical support instructions to press button in different ways and connect pump to working power source, but pump display still did not turn on while red light blinked and pump vibrated, so pump was confirmed in warranty, set up for replacement, and customer planned to use multiple daily injections as backup insulin therapy.